Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. This was manifested by cloudy effluent fluid and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis. The patient was treated for seven days with intra-peritoneal (ip) ceftazidime (1800mg per day) and cefazolin (1800mg per day). After the seven day period this treatment was discontinued and the patient began treatment with ip vancomycin (2g every three days). The vancomycin treatment was continued for 12 days. The cause of the peritonitis was due to a breach in aseptic technique further specified as the patient not wearing a mask. At the time of this report, the patient was recovering from the peritonitis and had been retrained in aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that treatment with vancomycin had been discontinued and that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.